Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient outcome is currently unknown. Additional information has been requested.

Event description:
The customer clinical user/nurse (rn) reported needing help retrieving vital signs for a patient at their philips intellivue information center (piic).

Event description:
The customer clinical user/nurse (rn) reported needing help retrieving vital signs for a patient at their philips intellivue information center (piic). It was initially reported the patient coded. Clarification received indicated the patient entered the emergency department in a code situation.